Event description:
Litigation papers allege pain, swelling and difficulty walking.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 01/09/2012 - patient fact sheet (pfs) form received which identified the part/lot information. There is no new information that would change the outcome of the investigation. Complaint file updated, product information updated, (pfs) attached to file and follow-up mdrs filed. Update: 03/10/2016 der received. Patient revised to address pain. Complaint updated 04/05/2016.

Manufacturer narrative:
Patient fact sheet (pfs) form received which identified part/lot information. There was no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.